Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/29/2023. An investigation was conducted on 07/13/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. There were no visual defects observed. An electrical evaluation was conducted. The jaws were gently with saline solution as instructed in the IFU. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced a normal amount of steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. There was no smoke observed coming from the harvesting handle near the toggle switch. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An activation and transection capability test was performed over (04) repetitions using "max life test method stm2048073. The device activated and transected tissue (04) times with no cautery failure observed. Based on the returned condition of the device as well as the evaluation results, the reported failures "material twisted/ bent wire" and "environmental particulates" were not confirmed. A lot history record review was completed for lots 3000312716, 3000317674, and 3000319267 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they were using the vasoview hemopro 2 as normal and began to cut branches. They immediately noticed the device was smoking more than usual and then began to notice burnt tissue building up on the cutting jaws. No pieces or parts fell into the patient tunnel or needed to be retrieved. They took out the device to clean the tips and noticed the cutting wire in the jaws was broken. No known or notice, out of the ordinary issues. No unusual resistance or jaws open at insertion. The case seemed normal, other than the larger than normal amount of smoke. The case was completed without issue by opening a new hemopro. No patient harm.